Event description:
Information received by medtronic indicated that the insulin pump had a crack, location of the damage was back side of pump. Troubleshooting was performed and the customer stated that the insulin pump was neither dropped nor bumped. The customer confirmed that there was no damage to the retainer ring and out-of-box. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with no button response. Unable to perform the displacement test, ascertain the software version, or verify the internal serial number due to no button response. Removed the keypad overlay and button dome switch layer to inspect the keypad assembly. No moisture or physical damage was found. The pump was then cut open to perform a visual inspection. Moisture damage was found on the vibrate harness assembly, electronic assembly (pcba 1 and pcba 2), and keypad flex tail. Rust and corrosion were found on the motor and force sensor. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment is confirmed. No button response is confirmed due to moisture damage. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.